Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected to change supplies, discovered no insulin remained when reconnecting, and required assistance to complete a supply change, after which insulin delivery resumed; the user also ate without announcing and subsequently experienced elevated glucose. Symptoms included hyperglycemia. Outcomes included no alarms and no medical treatment beyond troubleshooting and education. Investigation included user counseling on proper supply management and meal announcement. Investigation of this case revealed user-related factors, specifically interrupted insulin availability during a supply change and a missed meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error and cause unclear for the hyperglycemia event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.